Event description:
Subsequently, boston scientific received information from the local representative that the patient had been rv pacing appropriately after the device had been reprogrammed to ddd. Unfortunately, upon admission to the ER, the patient had no brain activity and ultimately died (B)(6) days following hospital admission. The physician expressed dissatisfaction with the performance of the implanted system. The electrogram printouts for episodes 7, 12, and 13, which were stored by the device on the day of the adverse event, were reviewed by boston scientific's technical services (ts). The baseline contained noisy artifact and there were large artifacts on the rv pace/sense channel prior to events that are undersensed. Technical services commented that the electrogram noise were not suggestive of those produced during CPR. In some segments, there is possible functional undersensing due to cross-chamber blanking following atrial paced (ap) events. Due to limited historical data and lack of detailed information around the time of the adverse event, the exact nature of the undersensing could not be fully evaluated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The available information suggests that the device and lead system remain in-service. The event will be reopened if additional information is received and/or the implanted system is returned for laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient was hospitalized due to a cardiac arrest. The device had stored multiple episodes on the day of the adverse event and was associated with diverted ventricular fibrillation (vf), nonsustained events and antitachycardia therapy pacing (atp) delivery. However, it did not appear that shock therapy was delivered. The episodes were reviewed and exhibited rv undersensing and electrogram noise on both the rv pace/sense and shock intracardiac channels. The local representative was unable to perform any noninvasive troubleshooting on the implanted system as the patient was unstable. The next day, the local representative contacted ts to report that the device had been programmed to aai for normal bradycardia parameters and that the patient's heart rate had been in the 20 bpm range. The device's bradycardia pacing mode was now reprogrammed from aai to ddd. The physician suspected that the patient had developed heart block resulting in syncope and ventricular fibrillation. In retrospect, the local representative felt that the onset of electrogram noise, as identified on some of the stored episodes, may have been the result of chest compressions during cardiopulmonary resuscitation (CPR).